Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the dilator present in the catheter was malleable (and not rigid as usual) and at the time of dilating the skin/subcutaneous tissue before insertion of the catheter, it bent and did not allow the catheter to pass."

Event description:
The complaint is reported as: "the dilator present in the catheter was malleable (and not rigid as usual) and at the time of dilating the skin/subcutaneous tissue before insertion of the catheter, it bent and did not allow the catheter to pass."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.